Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05571. The pt had two leads (from the same lot). It was reported the pt did not maintain the ipg as recommended. As a result, the charger and programmer could no longer communicate with the ipg. On (B)(6) 2013, the pt underwent surgical intervention. During the procedure, invalid impedance was found. The pt's ipg and leads were explanted and replaced. Stimulation and coverage were regained post-op. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.